Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, an alert was noted stating ¿patient notifier delivered¿. The reason for alert was not specified. Same alert was noted with each transmission for the past several months. Programming changes were discussed. No intervention was performed. The patient was asymptomatic and will continue to be monitored.